Manufacturer narrative:
(B)(4). Date of event: exact date unknown, patient indicated about three weeks after implant. If explanted, give date: not applicable as the lens remains implanted to dateall pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that three weeks after an intraocular lens, model zcb00, was implanted, the female patient has not been feeling well. After her zcb00 implant, she was prescribed 3 different eye drops to prevent infections and a antibiotic to also help prevent infection which she took for 10 days to 2 weeks. She could not remember the names of the eye drops or antibiotic. She has had severe burning, however, during her follow-up with her surgeon he stated everything looked fine and was not able to assist her. The first 2 eye drops she took at the same time and could not tolerate and took another eye drop and could not tolerate it, she then took a steroid eye drop and was able to tolerate the drop with the antibiotic. The patient stated she has a history of allergies to medication, food, and pollen so she will consult with an allergist. She believes her reaction is most likely due to her having a history to allergies/medications.

Manufacturer narrative:
Visual inspection was not performed as the lens has not been returned to the manufacturer since it remains implanted. The reported complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. There was no associated deviation or non-conformity report found in the manufacturing record review related to the complaint. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the manufacturing records review, historical complaint review and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.